Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient had the entire vns system removed due to infection. Patient has not been reimplanted to date. Explanted products were returned to the manufacturer for analysis. Lead analysis revealed no anomalies. Generator analysis is pending. Attempts for further information have been unsuccessful to date.